Manufacturer narrative:
Respective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of essure device location of device: outside of fallopian tube on the right side"), pelvic inflammatory disease ("pelvic inflammatory disease") and pregnancy with contraceptive device ("unintended pregnancy / pregnancy (termination)") in a 28-year-old female patient who had essure (batch no. A63346) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (B)(6) 2009 and (B)(6) 2013), habitual abortion (spontaneous) (4), cholelithiasis, urinary frequency, dysuria and kidney infection. Concurrent conditions included obesity, epilepsy, post-traumatic stress disorder, flank pain, appendicitis, heartburn, constipation, diarrhea, anemia, neutropenia, yeast vaginitis, seizure, uti, ovarian cyst ruptured, endometriosis, post procedural bleeding and kidney stone. Concomitant products included alprazolam (xanax), gabapentin, methylphenidate hydrochloride (ritalin) and quetiapine fumarate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced back pain ("low back pain"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, 10 months 14 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced weight decreased ("weight loss"), abdominal distension ("bloated") and alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pelvic inflammatory disease, pregnancy with contraceptive device, migraine, headache, dysmenorrhoea, dyspareunia, weight decreased and alopecia outcome was unknown and the pelvic pain, abdominal distension and back pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, migraine, pelvic inflammatory disease, pelvic pain, perforation, pregnancy with contraceptive device and weight decreased to be related to essure. The reporter commented: current weight 122 lbs. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Transvaginal ultrasound : hemorrhagic ovarian cyst (B)(6) 2016: us pelvis with transvaginal: resolving hemorrhagic cyst of the right ovary. (B)(6) 2014: hysterosalpingogram : unilateral occlusion (left tube occluded), migration of essure device. 2014 : hysterosalpingogram : right coils were outside of the tube ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic inflammatory disease" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "migraines, headaches, migration of essure device location of device: outside of fallopian tube on the right side, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, bloated, low back pain, hair loss", reporter, lot number, concomitant and historical condition added from pfs. Event "pelvic inflammatory disease", lab data, concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Speculative pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of essure device location of device: outside of fallopian tube on the right side"), pelvic inflammatory disease ("pelvic inflammatory disease") and pregnancy with contraceptive device ("unintended pregnancy / pregnancy (termination)") in a 28-year-old female patient who had essure (batch no. A63346) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2009 and (B)(6) 2013), habitual abortion (spontaneous) (4), cholelithiasis, urinary frequency, dysuria and kidney infection. Concurrent conditions included obesity, epilepsy, post-traumatic stress disorder, flank pain, appendicitis, heartburn, constipation, diarrhea, anemia, neutropenia, yeast vaginitis, seizure, uti, ovarian cyst ruptured, endometriosis, post procedural bleeding and kidney stone. Concomitant products included alprazolam (xanax), gabapentin, methylphenidate hydrochloride (ritalin) and quetiapine fumarate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced back pain ("low back pain"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, 10 months 14 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced weight decreased ("weight loss"), abdominal distension ("bloated") and alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pelvic inflammatory disease, pregnancy with contraceptive device, migraine, headache, dysmenorrhoea, dyspareunia, weight decreased and alopecia outcome was unknown and the pelvic pain, abdominal distension and back pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, migraine, pelvic inflammatory disease, pelvic pain, perforation, pregnancy with contraceptive device and weight decreased to be related to essure. The reporter commented: currentweight 122 lbs. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Transvaginal ultrasound : hemorrhagic ovarian cyst. On (B)(6) -2016 : us pelvis with transvaginal : resolving hemorrhagic cyst of the right ovary. On (B)(6) 2014 : hysterosalpingogram : unilateral occlusion (left tube occluded), migration of essure device. 2014 : hysterosalpingogram : right coils were outside of the tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic inflammatory disease" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.